Manufacturer narrative:
According to the user, "the product was used to clean a pressure wound on my right foot by healthcare professionals and me. The pressure wound was a result of a bone fracture. The doctors prescribed different antibiotics a couple of times to clear skin infection and the IV antibiotic infusion was prescribed to clear the bones infection (30 days long) after the surgery". The customer stated that the treatment was not successful because the "bones in my right leg were also infected and I had tobe treated for chronic osteomyelitis at the hospital". The customer stated was not completely certain this was the fault of the saline but felt that it might be. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the user, "the product was used to clean a pressure wound on my right foot by healthcare professionals and me. The pressure wound was a result of a bone fracture. The doctors prescribed different antibiotics a couple of times to clear skin infection and the IV antibiotic infusion was prescribed to clear the bones infection (30 days long) after the surgery".